Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per getinge standard operating procedure since the serial number for the unit was not provided. Additional information has been requested, and we will report accordingly if it becomes available. (B)(6).

Event description:
It was reported that the intra-aortic balloon pump (iabp) generated an "auto fill failure" alarm that continued to go on during use on a patient. It was also reported that there was no blood visible in the catheter. The patient was removed from therapy without incident. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that the intra-aortic balloon pump (iabp) generated an "auto fill failure" alarm that continued to go on during use on a patient. It was also reported that there was no blood visible in the catheter. The patient was removed from therapy without incident. No patient harm, serious injury or adverse event was reported. On september 23, 2019, we confirmed that this complaint event was duplicated in our system and has been cancelled in our database. Please note that all relevant information for this complaint was captured and submitted under mfg report #2249723-2019-01521.

Manufacturer narrative:
On september 23, 2019, we confirmed that this complaint event was duplicated in our system and has been cancelled in our database. Please note that all relevant information for this complaint was captured and submitted under mfg report #2249723-2019-01521.